Event description:
During a planned revision to extend the growing rod, the surgeon found that the original xia 4.5 polyaxial cross connector was broken post-operatively. Fusion had been achieved and the cross connector was removed. The operation was completed successfully without surgical delay. There were no adverse consequences to the patient.

Manufacturer narrative:
Visual inspection: the device was fractured at the shaft connecting the hook to the center nut. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. Per the xia IFU: these implants are temporary internal fixation devices designed to stabilize the operative site during the normal healing process. After healing occurs, these devices serve no functional purpose and can be removed. While the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Once implanted, the implants are subjected to stresses and strains. These repeated stresses on the implants should be taken into consideration by the surgeon at the time of the choice of the implant, during implantation as well as in the post-operative follow-up period. Indeed, the stresses and strains on the implants may cause metal fatigue or fracture or deformation of the implants, before the bone graft has become completely consolidated. This may result in further side effects or necessitate the early removal of the osteosynthesis device. The surgeon must warn the patient of the surgical risks and make aware of possible adverse effects. The surgeon must warn the patient that the devices cannot and do not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implants can break or become damaged as a result of strenuous activity or trauma, and that the devices may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advise the patient that resultant forces can cause failure of the devices. As the patient already fused, this implant has served its functional purpose. Changes in loading due to fusion along with repeated stresses and strains from the patient's activity most likely caused the device to fracture. The activity level of the patient is also unknown and may have contributed to the event.

Event description:
During a planned revision to extend the growing rod, the surgeon found that the original xia 4.5 polyaxial cross connector was broken post-operatively. Fusion had been achieved and the cross connector was removed. The operation was completed successfully without surgical delay. There were no adverse consequences to the patient.